Event description:
It was reported that during an ureteroscopy procedure, the fiber snapped in half mid length. The technician holding the fiber was burned a bit on her finger, but she is alright. Treatment for the burnt is unknown. The procedure was completed using another fiber. There were no patient complications reported.

Event description:
It was reported that during an ureteroscopy procedure, the fiber snapped in half mid length. The technician holding the fiber was burned a bit on her finger, but she is alright. Treatment for the burnt is unknown. The procedure was completed using another fiber. There were no patient complications reported.